Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is related to (B)(4). Events reported in 1818910-2021-11091, 1818910-2021-11092 capture the revision surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 1994, the primary surgery was performed with the head, liner and lock ring in question. On (B)(6) 2021, the patient underwent the revision surgery due to unknown reason. During the surgery, the surgeon successfully removed the head and liner and tried to insert new ones, but the originally implanted lock ring was broken during removal. Thus, the surgeon prepared a new lock ring. The broken lock ring was removed, a new one was inserted, and then a liner was inserted. However, when the surgeon checked after the injection, the liner was not fixed, so the surgeon injected it again. It was checked again, but the liner was not fixed so it was removed. Because the protruding part of the lock ring could not be confirmed, the surgeon suspected that the lock ring was not functioning. The surgeon tried to remove the lock ring, but it got stuck in the cup groove and he had difficulty in removing it, so it took him more than 30 minutes to remove it. The surgeon pointed out that the shape of the removed lock ring was different from that of the new lock ring. The surgeon prepared a new lock ring again and also placed a liner, but it could not be fixed. Finally, the liner was fixed with cement. The operation was prolonged by 100 min than planned. The surgeon commented that in some cases, the patient may undergo reoperation to replace the cup. No further information available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4, h4, h5. UDI (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2a, d6a, d10, h8. Retracting the reported implant date in d6a.

Manufacturer narrative:
Product complaint # : pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device did not identify any product defects or anomalies. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.